Event description:
During service, the baxter repair technician reportes that one discharge below alarm threshold was found to have occurred. The hospital rep stated that there were no reports of pt injury or medical intervention. No additional information is available.